Event description:
It was reported that during a shoulder arthroscopy, the black rubber piece on the wand began to melt and smoke was emitting from the shoulder of the patient. Further, no adverse consequences were reported and a minimal delay of about two minute was reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.